Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that the parts associated with these records conformed to material and dimensional specification when manufactured. The instrument was examined at corin (B)(4) and the reported failure mode was verified. As a result of feedback from the field, corin have now initiated a project to look at the thread design of these instruments. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The thread on a trinity std introducer / impactor handle has broken.